Event description:
The ventilator turned on and off by itself. The service center replaced the power board to correct the failure mode.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation.